Manufacturer narrative:
Additional information: two weeks after the onset of peritonitis, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid drainage. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics via ¿outpatient treatment¿. Extraneal and physioneal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event and the pd fluid was clear. No additional information is available as the reporter declined to provide any further follow up.